Manufacturer narrative:
A ge service representative performed an on-site investigation. He adjusted the charger circuit input voltage. After adjusting the voltage, the system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a charger failure error. The system needed to be rebooted to regain functionality. There was no injury reported; however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.